Event description:
The customer called for help with her contour meter. She alleged her glucose readings were higher than usual. She performed control tests during the call and received a result of 207 mg/dl. The normal control range was 107-148 mg/dl. During the call, it also appeared the customer's meter display may have been missing segments. The customer was not aware of the missing segments, but no adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
Reagent information: contour test strips, product code (B)(4), lot # 0jc3d01, manufacture date 09/2010, expiration date 09/2012.